Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer is alleging that his humidifier overheated and burned a hole in the carpet. There was not a report of injury with this incident.